Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a defective battery cap. This report is made based on the results of an investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the battery cap height was found to be outside of specification the .battery cap returned with pump is unable to fully tighten and continues to spin due to damaged threads. No power loss was observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.